Event description:
Additional information indicates that following a recent fall, patient also experienced uncomfortable stimulation under the arm.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient was unable to set their system into MRI mode. Diagnostics revealed impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the right extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.